Event description:
Customer reported nursing staff connected secondary tubing to IV bag and during the process the secondary tubing dis-engaged/separated from the drip chamber. No other event or patient details were available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.